Event description:
It was reported that the health care provider (hcp) was having difficulty filling the reservoir. They reported that they were able to aspirate the reservoir, but unable to fill it. The hcp stated that they removed 16 ml from pump and were expecting 13.9 ml. Then when refilling, the hcp was only able to get 19-20 ml into the pump and could not fill any more. It was noted that the refill was done under fluoroscopy and the hcp felt confident they were in the pump. The patient would be monitored and the hcp would try to fill again at the next refill. It was also noted that the patient was getting a 10% dose increase because, the patient was in a lot of pain and the patient was due to see the hcp again in 2 weeks. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).